Event description:
It was reported by the aci sales professional that a patient underwent a coronary catheterization procedure on (B)(6) 2012. Peri-procedure, the patient was anticoagulated with angiomax. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the deployer who is a trained user, selected the mynx cadence vascular closure device 6/7f to close the access site. It was reported that the shuttle was advanced (shuttled down), and when the deployer was withdrawing the sheath the shuttle jammed. The balloon was deflated and the device was removed. Manual compression was applied (duration unknown) and then a femostop was applied at the access site (duration unknown). Hemostasis was achieved. The patient was ambulated and discharged to home on (B)(6) 2012, with no reported clinical sequela. An email was sent to the sales professional to request duration of manual compression and femostop.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1215604) indicated that the device lot met all established performance criteria prior to shipment.